Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch. No burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Further investigation has been performed in the returned sensor. No burn marks or signs of electric shock were observed. Visual inspection has been performed using a digital microscope on the returned sensor. The data in the initial scan was reviewed and analyzed for any signs of sensor data corruption or glucose reading abnormalities and no issues were observed. The device was brought to a lab bench for testing. An smu (source meter unit) test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. An smu and poise voltage test were performed. The sensor passed both the test. The poise voltage was measured within specification ranges. This indicated that there was no issues with electrical signal lines integral to the glucose reading process of the returned puck. A full event log was observed upon scanning the sensor. Current consumption testing was unable to conduct due to full event log which prevents hpqe from continuing functionality testing on the returned device. This prevents hpqe from being able to replicate the customer complaint and preform additional testing. This issue will be closed to unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.